Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the patient's home monitoring system exhibited an alert which could indicate an issue with this device. The patient had been referred to their health care professional (hcp). Attempts were made to obtain additional information; however, no information was available. The device was subsequently removed and returned. No additional adverse patient effects were reported.